Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was an unreadable serial label. There was no patient involvement reported.

Manufacturer narrative:
Received one device for evaluation. Confirmed the reported problem of an unreadable serial number label through visual inspection. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.